Event description:
Pt revised for pain, found loose glenoid.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no prior reports for the glenoid part and lot number combination. Review of the device history records and/or a complaint database search was not possible for the cement as the product and lot code required was unavailable. Provided info states the head was replaced and the glenoid was bone grafted with pt having a hemi arthroplasty. The investigation could not draw any conclusions regarding the reported event with the info available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any add'l info be rec'd to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Added: brand name, catalog#/lot #. The devices associated with this report were not returned. A search of the complaint database found no additional reports for the cement part and lot number combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.